Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the skull x-ray post-op did not seem to have the shunt markers that facilitate evaluating the shunt setting. It was noted that the shunt was placed on (B)(6) 2020. Additional information received reported that the patient x-rays were photo-timed with 77 kvp, and the technician's said it was around 10 mas. The x-rays were also taken with a grid on philips x-ray equipment. It was noted the device was replaced as the patient required a different pressure shunt.